Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator (ins). The patient reported via anamnesis they were experiencing aggressiveness. The clinical diagnosis was reported to be a behavior disorder and the device diagnosis was not applicable. Signs and symptoms included aggressiveness and suicide attempt. The etiology was reported as possibly related to the device/therapy, not related to the implant procedure, and due to programming. The most recent interrogation prior to event was (B)(6) 2017. Interventions included reprogramming and unscheduled clinic or office visit. The right lead electrode was turned off on (B)(6) 2017 and the issue was resolved without sequelae on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.